Manufacturer narrative:
Submit date: 11/19/2014. An investigation is currently underway; upon completion, the results will be forwarded.

Manufacturer narrative:
A review of the device history record (DHR) could not be conducted because a lot number was not provided. Manufacturing records are routinely reviewed prior to the release of product to ensure process and product compliance. Because a sample was not provided by the customer, the sample evaluation could not be conducted. In the instructions for use (IFU) for the device the warning is clearly provided that adverse effects like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The products met the corresponding quality acceptance criteria. The production personnel were notified about the reported condition. Based on the information provided, a corrective action from the production perspective is not deemed necessary at this time. We will continue monitoring the process for any adverse trends that require immediate attention. Additionally, covidien marketing/sales had implemented the in-service program to raise the awareness among the clinicians of the risk for a pneumothorax complication caused by the misplacement of the nasal or oral enteric feeding tube. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on 10/23/2014 that a customer had an issue with an enteral access feeding tube. The customer reports they use covidien kangaroo weighted tip fine bore nasogastric feeding tubes in their unit. Over the past 2-3 years, they have had multiple incidents of these tubes causing injury to patients. The problem occurs if the tube is inadvertently inserted into the trachea rather than the oesophagus (unrecognized for various reasons). In these cases, the tubes have been passed distally into the airways (bronchi) and have managed to exit the bronchus, transfix the lung and exit the pleura, causing a pneumothorax in most cases. This has led to a tension pneumothorax in some cases. All cases have required a chest drain insertion.